Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.